Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention at this time. Customer received a result of 38mg/dl today (B)(6) 2015 at 12:00 am fasting and then performed another blood test using a competitor's meter and received result of 70 mg/dl. Customer confirms having symptoms when these results were obtained, customer stated she felt tired and had trouble remembering things. The customer's expected blood result is 90-120mg/dl fasting. Verified the strips expired 9/18/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 119mg/dl and 118mg/dl not fasting. Reviewed meter memory: 1:141mg/dl (B)(6) 2015 06:40:00 am fasting:no; 2:38mg/dl (B)(6) 2015 01:22:00 am fasting:yes; 3:48mg/dl (B)(6) 2015 01:21:00 am fasting:no; 4:44mg/dl (B)(6) 2015 07:23:00 am fasting:yes; 5:141mg/dl (B)(6) 2015 06:40:00 pm fasting:no; customer is concerned with results of 38 mg/dl. Customer meter had the wrong date for results 4 and 5 from memory received today (B)(6) 2015.